Event description:
It was stated that the ventilator "switches modes on patient spontaneously". It is unknown if the issue was related to physical damage. It is unknown if the vent caused a delay in therapy. The event occurred during patient use. No harm or adverse event has been reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 - phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing could not replicate customer reported problem. No action was taken. The device tested normally.